Manufacturer narrative:
Product event summary: the device was return, analyzed and no anomalies were found. The analyst indicated that the device was received in its original unopened packaging. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during programming of the implantable cardioverter defibrillator (ICD) prior to implant, the longevity estimator displayed a gray bar indicating low voltage. The gray bar could not be erased upon re-interrogation. The device was never implanted. No patient complications have been reported as a result of this event.